Event description:
On (B)(6) 2011, the patient contacted animas and informed the customer service representative (csr) that he had a hypoglycemic event on (B)(6) 2011. Patient reportedly started to sweat, got up, and fell and hit his back on the night stand. Patient stated he laid there about an hour and then was able to get up and checked his blood glucose level, which was 45 mg/dl. The patient administered self-treatment with a piece of cake and then went to bed. When he woke up, his blood glucose level was 181 mg/dl. He stated he lives alone and cannot determine a cause for his low blood glucose levels. The patient mentioned that he vacuumed twice earlier in the day and has not had any recent weight changes. He also claimed he has hypoglycemia unawareness. The csr reviewed the pump with the patient and confirmed that the pump settings were programmed as desired. The patient indicated that he changed his insulin on board (iob) setting and felt that this may have attributed to his lower blood glucose readings. Although the cause cannot be determined this complaint is being reported because the patient experienced a hypoglycemic event while on pump therapy. The patient did indicate that he did change the iob setting, which may have contributed to the event.

Manufacturer narrative:
There was no alleged malfunction of the product and the pump was not returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint is being reported because the patient allegedly suffered a hypoglycemic event while on pump therapy although the product's contribution is unknown. No conclusions can be made at this time.